Manufacturer narrative:
One 131f7 catheter was returned for examination. The reported event of "not inflate" was confirmed. The catheter balloon was found torn from the proximal and distal bonding sites. The central area of balloon latex was missing. Bonding indication and residual latex were observed from the distal and proximal bonding sites. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from catheter body. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Hospital medsun number (B)(4). UDI number (B)(4).

Event description:
It was reported that during a procedure on a (B)(6)-year-old female with hypertension and shortness of breath due to aortic stenosis, when the catheter was used the balloon would not inflate. Prior to the case starting the patient had a left bundle block. Once the swan was inserted the patient went into right bundle block. A temporary pacemaker was inserted during the procedure. A permanent pacemaker was placed a day later. It was confirmed with the hospital that the balloon not inflating did not cause the right bundle block. It was also noted that the pre-existing condition of hypertension many have contributed to the event.